Event description:
It was reported that an infection occurred after the implantable cardioverter defibrillator (ICD)  site was hit while the patient was trying to get into a van. The patient received antibiotics and the implantable cardioverter defibrillator (ICD) system pocket was scheduled for a revision. The patient was a participant in the attain performa study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).